Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 417 mg/dl at the time of incident and the current blood glucose level was 400 mg/dl. The customer was treated with manual shot. Based on customer report customer does not allege insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. The insulin pump will not be returned for analysis.